Event description:
It was reported that the patient experienced occasional insulin blockage. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and no additional corrective actions were taken.